Event description:
Sales rep stated, "on the buttons you have to press extremely hard to get it to work and some work well and others don't at all."

Manufacturer narrative:
Sales rep stated, "on the buttons you have to press extremely hard to get it to work and some work well and others don't at all." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.